Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) reported to fresenius technical services that the stage 1 motor protection switch (mps) of the aquabplus reverse osmosis (ro) system kept tripping upon initiation of the t1 test. The reported issue occurred outside of clinic hours at approximately 4:00 am est. The biomed did not work at the facility but was on-call when the reported issue occurred. There were no alarms or errors associated with the reported issue. Upon evaluation it was noted that the l3 wire connected to the stage 1 motor protection switch (mps) was burnt. There was no observed burning smell, smoke, spark, flame, or arcing. There were no blown fuses identified within the external service disconnect. There was no patient involvement nor personal harm to any patients or individuals as a result of the reported thermal damage. The biomed explained that there was a storm in the area that resulted in loss of power to the facility. Stage 1 kept tripping as a result of the power loss. The local power grid that supplies the facility required repair from the town. Additionally, the transfer switch to the facility generator was not working. The clinic closed for the day until power could be restored to the building. The biomed stated that power was restored to the facility and the ro system remains in full operation. The biomed does not know the details of the repair of the thermal damage. However a photograph is available to be obtained for review by the manufacturer. No additional information is available.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. However the reported issue is confirmed based on the provided information and photograph. The cause of the reported issue was determined to be poor electrical contacting on the connection pin of the motor protection switch. High contact resistance and thermal power loss will expose the parts to higher temperatures resulting in the found thermal damage. This is a known failure. Corrective actions were defined and implemented. The design of the crimped cable lug was changed. The affected device was built before the implementation of the CAPA and was still equipped with the old design of the crimped cable lugs at time of the failure. This could be confirmed by the provided photograph. A device history record (DHR) is not required. The issue can be solved, if not already done, by replacing the wiring and the motor protection switch in both stage 1 and stage 2 to prevent additional failures.

Event description:
A biomedical technician (biomed) reported to fresenius technical services that the stage 1 motor protection switch (mps) of the aquabplus reverse osmosis (ro) system kept tripping upon initiation of the t1 test. The reported issue occurred outside of clinic hours at approximately 4:00 am est. The biomed did not work at the facility but was on-call when the reported issue occurred. There were no alarms or errors associated with the reported issue. Upon evaluation it was noted that the l3 wire connected to the stage 1 motor protection switch (mps) was burnt. There was no observed burning smell, smoke, spark, flame, or arcing. There were no blown fuses identified within the external service disconnect. There was no patient involvement nor personal harm to any patients or individuals as a result of the reported thermal damage. The biomed explained that there was a storm in the area that resulted in loss of power to the facility. Stage 1 kept tripping as a result of the power loss. The local power grid that supplies the facility required repair from the town. Additionally, the transfer switch to the facility generator was not working. The clinic closed for the day until power could be restored to the building. The biomed stated that power was restored to the facility and the ro system remains in full operation. The biomed does not know the details of the repair of the thermal damage. However a photograph is available to be obtained for review by the manufacturer. No additional information is available.